Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. During the procedure, the trapper balloon was inflated to 16 atm before rupturing. The procedure was completed with another trapper balloon. There were no patient complications.